Event description:
During an incident in 2002 involving a pt who was complaining of chest pains, this unit, which was being used to monitor the pt, shut down after 2-3 minutes. The unit showed ECG but the customer did not note "monitor only" mode or "check electrodes" prompts. After the unit shut down for the 3rd time, the battery was changed and the unit prompted "service mandatory - timer failure". An als crew arrived and transported the pt to a hospital. The customer was using red dot 3m monitoring pads.